Manufacturer narrative:
The event of capsular contracture, baker grade unknown is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture.

Event description:
Patient reported, "rupture". "Capsular contracture, baker grade unknown", "rheumatoid arthritis" (not related to the device), "implants are increasing in size. And [they] stated, they are becoming more and more sick over time". Patient also reported, "concern of the implant". This record is for the left side. Device remains implanted.